Event description:
It was reported that difficulty removal was encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, after inflation on the lesion part with the balloon, physician tried to remove the balloon but there was a resistance with the jupiter guidewire and the wire got detached when the wire was pulled. The distal side of the detached wire was remained in the wire lumen of the balloon and it was removed together with the balloon to obtain a complete result. The procedure was completed with another of same device. There were no patient complications reported.